Event description:
On 05/23/2024, zyno medical received a report that during preventive maintenance (pm), the pump had a flow rate offset % of 4. The recalibrated flowrate from 4 to -5 failed at 205.50, 5.94 and then passed at 2.09.

Manufacturer narrative:
This pump underwent routine maintenance testing where the flow rate offset % fell outside the acceptable range. Consequently, the pump was recalibrated and passed at 2.09. It was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to fully investigate this issue in attempt to determine the root cause.

Manufacturer narrative:
This report is being submitted as a result of a subsequent review of the service report for this pump . The review found that the event/aware date were different than previously reported to the complaint handling unit. Fields b.3, and g.3 have been corrected. Subsequently on this report, b.4, g.6, g.8, and h.11 was been populated per MDR follow-up practices.